Manufacturer narrative:
Citation: chen sansong,fang xinggen,li zhenbao et. Al cause analysis and management of the complications of enterprise stent-assisted embolization of intracranial aneurysms. The purpose of this article was "to analyze the intraoperative and postoperative common complications of enterprise stent-assisted e mbolization in intracranial aneurysms." The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. There was limited device and patient information available. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to same article: 2029214-2017-00510, 2029214-2017-00511, 2029214-2017-00512.

Event description:
Medtronic received information during literature review that difficult packing of coil and misplaced in patent artery in one patient. The last coil packed difficultly during the procedure, and it protruded into the parent artery. Total 143 patients were treated with stent assisted coiling treatment with enterprise stent and axium coils. 143 patients with 205 intracranial aneurysms rupture: 88, recurrence: 12, non rupture: 43 enterprise stents used: 207 (pc), single stent: 2 patients, stent plus axium¿: 141 patients.